Event description:
It was reported that a one-link standard catheter extension set had an issue where blood was backing up into the angiocatheter and partially into the tubing, causing the injection site to clot off and stop the flow. This occurred during infusion to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.